Event description:
It was reported that a large volume infusor leaked into the overpouch. It was further reported, ¿it looks as if one of the tubes has broken releasing the liquid¿. (B)(4). The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 18, 2022 - april 20, 2022. H10: the actual device was not available; however, photographs of the sample was provided for evaluation. The photographs were visually inspected and showed fluid inside a green bag that contained the device which suggested a leak problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.